Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a persistent alert and subsequently discovered that no dexcom g7 glucose readings were being received on the ilet, with the device notification indicating the sensor required replacement; the patient¿s blood glucose was elevated to 300 mg/dl and they administered a 4-unit manual insulin injection per guidance to disconnect from the pump for 90 minutes. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, diabetic ketoacidosis, or other acute sequelae. Outcomes included transient disruption of automated therapy requiring manual correction and user education on sensor replacement. Investigation included guided troubleshooting to unlock the pump, review the on-device notification, verify cgm signal loss to the ilet, and education to replace the dexcom g7 sensor. Investigation of this case revealed cgm signal loss to the ilet due to an expired or failed dexcom g7 sensor, with the ilet performing as designed by alerting and deferring automated dosing without cgm input. It was concluded, based on previously established findings for similar reports, that the cause was external to the ilet system and attributable to cgm sensor replacement needs.